Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that post smo (super malleolar osteotomy) plate implantation there was a non-union attributed to the plate being too weak. Attempts have been made and no further information has been provided.